Manufacturer narrative:
(B)(4).

Event description:
It was reported that nondependent asymptomatic patient was in clinic during a follow-up. High out of range pacing lead impedance and increased capture thresholds were noted. Programming changes were made. The physician scheduled echo and left subclavian vein ultrasound. During the scheduled cath lab, dft was successfully performed. The physician planning to schedule electing system replacement. No further information is available at this moment.

Event description:
It was reported that nondependent asymptomatic patient was in clinic during a follow-up. Increasing pacing lead impedance and increased capture thresholds were noted. Programming changes were made. The physician scheduled echo and left subclavian vein ultrasound. During the scheduled cath lab, dft was successfully performed. The physician planning to schedule electing system replacement. No further information is available at this moment.

Event description:
New information received indicates that the lead was capped and replaced.